Event description:
It was reported the patient presented remotely via (B)(6).net. Review of the transmission revealed the pacemaker exhibited a suspicious battery voltage that had not changed since (B)(6) 2016. No changes or interventions were reported. The patient was in stable condition.